Event description:
Five patients samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Patient 1, initial troponin t gave <0.01 ng/ml; repeat gave 0.06 ng/ml. No adverse events reported in association with the incorrect results. The field service representative determine the cause to be due a clotted sample. The customer performed a liquid flow cleaning procedure multiple times. The field service representative replaced the sipper nozzle seal and pinch valve tubing. Performance check tests were performed and within specification.

Event description:
Five patients samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Patient 3, initial ckmb gave 0.8 ng/ml; repeat gave 3.25 ng/ml. No adverse events reported in association with the incorrect results. The field service representative determine the cause to be due a clotted sample. The customer performed a liquid flow cleaning procedure multiple times. The field service representative replaced the sipper nozzle seal and pinch valve tubing. Performance check tests were performed and within specification.

Event description:
Five patients samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Patient 4, initial free t4 gave 1.7 ng/dl; repeat gave 1.0 ng/dl. No adverse events reported in association with the incorrect results. The field service representative determine the cause to be due a clotted sample. The customer performed a liquid flow cleaning procedure multiple times. The field service representative replaced the sipper nozzle seal and pinch valve tubing. Performance check tests were performed and within specification.

Event description:
Five patients samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Patient 2, initial probnp gave 97 pg/ml; repeat gave 198 pg/ml. No adverse events reported in association with the incorrect results. The field service representative determine the cause to be due a clotted sample. The customer performed a liquid flow cleaning procedure multiple times. The field service representative replaced the sipper nozzle seal and pinch valve tubing. Performance check tests were performed and within specification.

Event description:
Five patients samples with discrepant results for multiple assays. Same samples used for repeat testing on another analyzer - same methodology. Patient 5, initial total psa gave 0.9 ng/ml; repeat gave 1.8 ng/ml. No adverse events reported in association with the incorrect results. The field service representative determine the cause to be due a clotted sample. The customer performed a liquid flow cleaning procedure multiple times. The field service representative replaced the sipper nozzle seal and pinch valve tubing. Performance check tests were performed and within specification.